Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump declared a malfunction alarm after the customer turned the pump on. The customer's blood glucose level was 88 mg/dl. Tandem technical support (cts) instructed customer to reset the pump. Reportedly, the malfunction alarm reoccurred after the pump was reset. It was indicated that the customer would administer manual injections as alternate insulin therapy.